Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after a few minutes of the procedure, the laser beam fired forward". Procedure outcome: "the procedure was completed with this device". Patient outcome: "stable". No patient or user injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the bevel edge; the glass cap distal part is detached and not returned; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber: 224,732 joules used and 46:15 minutes expended. The fiber tip (cap) was cleaned during the procedure.